Event description:
It was reported that the patient experiencing episode of fainting. The patient was brought into the clinic and interrogation revealed that the right atrial (ra) lead exhibited noise. Programming changes were made. No patient condition was reported.